Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed on the device which found that connector pins were pushed back, the device failed rotational speed assessment (console reading: 47,000 rpm; console specification: 80,000 rpm; instrument reading: 95,427 rpm; instrument specification: 79,000 to 81,000 rpm), and the device vibrated excessively. During repair, it was observed that the grey wires were pushed back into the connector and the bearings were corroded. It was determined that pins being pushed back into the connector was caused by the connector body not being properly aligned with the female connector and then forced into the female connector when plugging the device into the console. It was determined that the device failed the rotational speed assessment because the pins were pushed back in the connector due to component damage caused by user error. It was determined that the device emitted vibration due to worn out and corroded bearings from normal wear over time. The assignable root causes were determined to be due to component damage caused by user error and normal wear from use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the motor device connector pins were pushed back, the console had low rotations per minute (rpm) and the motor was vibrating excessively. The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.